Event description:
It was reported that the device did not seal. A left atrial appendage (laa) closure procedure was being performed. A watchman fxd curve access system (was) and a 35mm watchman flx pro laa closure device & delivery system (wds) were selected to be used. The procedure was successfully completed with the closure device implanted in the laa of the patient. There were no patient complications that were reported to have occurred. The patient came in for their 45-day follow up imaging procedure. The imaging showed that there was a device leak, and the device may have shifted. No intervention or treatment has been performed in response to this event.

Manufacturer narrative:
B3: event date - estimated as 45-days post implant